Manufacturer narrative:
The insulin pump alarmed during rewind due to faulty connector on interface board. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a motion sensor test failure alarm after the insulin pump was reset. It was also found the insulin pump would not rewind. The customer's blood glucose was unknown. The customer was assisted with clearing the alarm. The customer stated the insulin pump began to count up and prompted them to reset the time and date. Troubleshooting could not be completed as the displacement test was interrupted by a motion sensor test failure alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.